Event description:
After the initial surgery, it was noted that the lag screw was backed out. The lag screw was removed. None of the 4.5mm solid cortical screws were broken. It was not confirmed which screws was broken. There is no plan for another surgery since bone union was achieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.